Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that by the patient that they heard a high/low tone for a week and ¿one of the lines or chips are degrading¿. The patient noted that the technician will ¿boost up the other ones on there¿. The patient also noted that during the post checkup, they could hardly walk when going to the implanting physician office. The patient noted that the physician reset the cardiac resynchronization therapy defibrillator (crt-d), and the patient was able to walk their dog. It was reported by the patient three months later that they were experiencing pain and cramping in the abdomen and itching and pain near the crt-d, a stretching pain that goes to their elbow and wrist. Their arm would go numb. Other symptoms reported by the patient were dizziness and pain on the left side of the chest. The pain would go away if the patient sat for a few minutes. The patient believed there was a malfunction with the crt-d. The patient also stated during the conversation that they thought it was the wire, which was reportedly being "rerouted". The patient demanded that the device be taken out as well as the lead if it is defective. The patient stated that the physician reset everything and they were fine. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.